Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -17.00 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was exchanged for a shorter lens with the same diopter on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. The problem was resolved. As of the date of MDR submission, the lens has not yet been returned.

Manufacturer narrative:
Product evaluation found lens returned dry in a small vial. Visual inspection found a missing piece of haptic and clear residue on lens. (B)(4).